Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s indication for use was intractable spasticity.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that, on (B)(4) 2016, it was reported that the pump was alarming, they heard the dual alarm on (B)(4) 2016. It was noted that about five days ago the patient had started feeling sick and had heard a single beep a few days ago. The consumer had contacted their pump healthcare professional (hcp) who told them they were not due for a refill until (B)(6) 2016 and was told if they were not feeling well to visit their primary care physician but the consumer did not go. It was noted that the patient is 5 hours away from their pump hcp. It was also reported that the patient had not been exposed to environmental electromagnetic interference. The consumer reported they were feeling lightheaded, dizzy, had hot and cold flashes, nausea, and cramps from head to toe. They did not feel like them self and were not sure if it is withdrawal or dehydration.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. Pump examination on (B)(6) 2018 indicated the patient was receiving infumorph 50 mg/ml for a total dose of 10.088 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The failure was clarified as a delivery failure. Injuries included withdrawal. The date of the injury was (B)(6) 2016. Pump explant was pending. No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
The patient's indication for use was updated to post-laminectomy pain and spinal pain.

Event description:
The patient¿s indication for use was post-laminectomy pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.